Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump had a motor error and a no delivery alarm during bolus delivery. Customer's blood glucose reading was over 500 mg/dl at the time of incident. No form of treatment was reported and no high blood glucose troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of call. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.